Event description:
Additional information received noted that there was a reoccurrence of post-paced t wave oversensing. No interventions were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely. Upon interrogation, it was noted that the patient experienced inappropriate shock due to atrial tachycardia. On (B)(6) 2021, an interrogation noted that the implantable cardioverter defibrillator exhibited posted paced t-wave oversensing. No interventions were performed. The patient's status was unknown.